Manufacturer narrative:
This report is being updated to provide investigation results. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Conclusion: the definitive cause of the reported issue could not be established. Based on the available information it is possible there was inadvertent excess stress applies to the distal end. It is also possible that the device was affected by age/use related wear/deterioration.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer on 01-mar-2021. The date the event occurred was unknown. There were no other devices involved in the event. It was unknown if there were any visual deformations noted on the bending section of the scope and unknown if the device was inspected and if any abnormalities were noted. A leak test is being performed after each use of the scope and the components have not been replaced or serviced. The device is reprocessed with an hld.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the scope is leaking from the bending section cover. There is a fluid invasion of the control body, scope connector and ultrasound connector, and the switch unit is corroded. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during reprocessing of an evis exera ii ultrasound gastrovideoscope, the scope was found to have a deep puncture in the bending section and it was leaking a small amount of lubricant. There was no patient contact/impact related to this occurrence.